Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2012-01266, 02459 / 02461).

Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2012. A subsequent revision was performed (B)(6) 2012 due to gout. The bearing was removed and replaced. A second revision was performed (B)(6) 2012 due to unknown reasons. The femoral, tibial tray and bearing were removed and replaced with stage one spacer molds.

Event description:
The second reported revision procedure performed due to infection.

Manufacturer narrative:
Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.